Event description:
Allegedly the poly failed.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This the same event as 1043534-2011-00763, 00765, 00766.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and photographic images were made. Evidence that product in specification when used.